Event description:
The pt was wearing contact lenses on a 30-day continuous wear basis. The doctor reports the pt came in for an unscheduled visit with a red, swollen eye o.d. Diagnosis of a corneal ulcer, 1mm in size, 3mm inside the limbus was made. The pt was treated and recovered. There is resulting scar, however, there was no decrease in visual acuity. The doctor indicated the condition was attributed to the pt's exposure to a dirty environment at their job, and the event was not contact lens wear or extended wear lens related. The pt resumed lens wear on a daily wear basis.